Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review. Device (b) was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Please note that this condition is unrelated with the incident reported. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. No incident related to the reported event was observed during the batch record review. Batch # h9042m mfg date: 1/19/2011; exp date 12/19/2015 (B)(4) jaws. The analysis results found that the er320 device (c) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that during an unknown procedure, the malfunction happened when clipping the cystic artery. Open clips escaped, others remained open by the proximal zone and closed by the distal zone. They opened three devices and all of them malfunctioned. Not the devices but the clips malfunctioned. It is unknown how the procedure was completed. There were no adverse consequences for the patient.